Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 had failed and not detecting as closed. The customer stated that the malfunction caused a delay when the user tried to issue medication to the patient and the user managed to get the medicines from pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 4 was not detected as closed. A field service engineer found that the magnet was missing from the inseparable on drawer 4 of the main full-height unit, replaced the inseparable and resolved the issue. The system functioned as intended after the field service engineer repaired the device.